Event description:
Patient presented for cardiac catheterization, underwent procedure yesterday (B)(6) 2019 (augmented by impella device). This morning, patient was diagnosed with acute ischemic stroke, and was administered alteplase at a dose of 6.7 mg bolus (given at 07:54 am) and a drip of 59.9 mg (hung at 07:57). During the maintenance drip phase, patient began to have oozing/hemorrhage from bilateral femoral artery access sites necessitating cath lab team to return and assist with applying direct pressure to the sites and eventually applying femstops. Subsequent imaging today also demonstrated a retroperitoneal bleed in this patient. Symptoms started at 04:30 am, last known well time was 30 min prior (4:00). Alteplase administered at 07:57 -> within 4.5 hour window, but beyond the 3 hour window.